Manufacturer narrative:
This device was used for treatment, not diagnosis. Patient case#: (B)(6). Date of event: unknown. (B)(4). Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a retrograde femoral nail procedure on (B)(6) 2016. After the procedure was completed, instruments were collected for clean-up. It was then noted that the tip of the impactor broke inside an insertion handle. It was reported that there was harm to patient (no fragments left in patient) as the procedure was already completed. There was no surgical delay and patient's status was stable. Concomitant product reported: insertion handle, part 03.010.487, lot number unknown, quantity: one. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for subject device (driving cap/threaded, part number 03.010.523, lot number 8718709). The subject device was received with the complaint stating that the threads broke off into the insertion handle intraoperatively with no surgical delay. The 03.010.523 driving cap is an instrument routinely used in the titanium cannulated tibial nails system per the associated technique guide. The driving cap was returned with the distal threads broken off and lodged in the returned radiolucent percutaneous insertion handle (part 03.037.487, lot 8703634). The complaint condition is confirmed. The driving cap also showed signs of wear and impaction along the shaft. Although the exact cause for the complaint condition could not be determined, the damage to the driving cap is most likely the result of off-axis hammering on the device before fully seating the driving cap on the insertion handle or from cross threading the device. The product drawing was reviewed. The acceptable hardness range on article 03.010.523 has been changed from 40-47 hrc minimum of 423 hv10. The heat treatment process remains h900. This change is to make sure the material hardness at the thread is sufficient. The instrument was manufactured prior to this change. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. A device history review was performed for the returned instruments¿ lot numbers and in each instance no mrrs, ncrs or complaint-related issues were identified with the lots numbers which may have contributed to the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. The review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. There were no ncrs generated during production. Sentence correction (no patient harm): it was reported that there was no harm to patient (no fragments left in patient) as the procedure was already completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that there was no harm to patient (no fragments left in patient) as the procedure was already completed.